Event description:
The reporter states that she obtained the blood glucose comparisons with results 318 mg/dl, 116 mg/dl, 423 mg/dl, and 89 mg/dl on the accu-chek aviva system. The results were obtained within a 10 minute timeframe. She felt hypoglycemic with the blood glucose comparisons and treated herself by drinking orange juice with sugar in it. The results of the treatment undisclosed. No adverse event reported. New system sent to customer and return requested.